Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysteroscopy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the abdominal distension, ovarian cyst and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain-pelvic/abdominal, bloating, ovarian cyst. Complete coils protruding into uterine cavity: right 2, left 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Lot number: a64636 , manufacturing date: 2012-10 , expiration date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysteroscopy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the abdominal distension and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, ovarian cyst and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain-pelvic/abdominal, bloating, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event of "injury to herself" was replaced with pelvic pain. New events added abdominal, bloating, ovarian cyst and outcome were added. New reporter, essure start, stop date and indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysteroscopy (partial),salpingectomy (bilateral)). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the abdominal distension, ovarian cyst and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain-pelvic/abdominal, bloating, ovarian cyst. Complete coils protruding into uterine cavity: right 2. Left 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet received. Events dysmenorrhea & dyspareunia were added. Lot number & expiration date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.